Manufacturer narrative:
Arjo representative visited the customer facility, however the customer facility could not identify, which device was involved in the incident. The information collection and analysis is ongoing. Additional information will be provided within the next report.

Manufacturer narrative:
Arjo was informed about an incident with the involvement of carevo shower trolley. According to the received information, during shower the up function of device was not working. The caregiver bent down to transfer the resident manually and she sustained a back injury (pain) while holding the resident. No resident's injury was indicated as an outcome. The arjo representative visited the customer facility to evaluate the claimed device. The device was in good condition, but the control panels were non-functional. The control panel is located on each side support and on the head panel, so there are three pieces of this part within the device. Each control panel has raising and lowering buttons. Depending on the model of the device, it may be also equipped with buttons for adjustable back support. The arjo representative replaced three control panels. The shower trolley was tested after repair and found to meet the specification. The faulty parts were disposed after repair. The carevo equipment must be used by appropriately trained caregivers with adequate knowledge of the care environment, its common practices and procedures, and in accordance with the guidelines in the instructions for use. Please note that carevo instructions for use (04.ba.08_9gb issued in september 2014) delivered to customer with the device informs about correct device usage procedure: "the patient transfer to and from the carevo can be performed with a ceiling lift, mobile passive lift or by lateral transfer to and from a bed, using an appropriate sliding aid." The carevo IFU also provides a troubleshooting including cases where electrical movement of the carevo does not work when pressing the control buttons. It should be underlined that it is recommended to contact the qualified personnel, when none of the actions (defined in troubleshooting) allows user to determine the cause of the functionality loss. This appears to be likely that the faulty parts were electronically faulty, but it was not possible to confirm the supposition and establish the exact character of the occurred malfunction as the control panels were disposed after the repair. However, based on the performed analysis we find this event to be related to wrongly chosen method of the patient transfer. The found malfunction does not by itself create any immediate risk for patient or caregiver by itself, but it can most probably result in customer annoyance. The patient can be removed from the shower trolley with any handling solution such as a ceiling lift or mobile passive lift mentioned above. The review of reportable events with the involvement of the carevo shower trolley in last years, did not reveal any similar incident therefore it is considered to be a single occurrence event. In summary, the technical inspection revealed that the device was not up to manufacturer's specification after the event. During the event the device did not perform as intended as according to customer allegation the trolley's control panels were not functioning. The device was used for patient hygiene at the time of the incident. This complaint was decided to be reported in abundance of caution based on the information available stating that the caregiver sustained a back injury of an unknown character and severity.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided upon the investigation conclusion.

Event description:
Arjo was informed about an incident with involvement of carevo shower trolley. According to the received information, during shower the up function of device was not working. The caregiver bent down to transfer the resident manually and while she was holding the resident she sustained a back injury. No resident injury was reported.